Event description:
It was reported that the patient had a "bad result" and had not healed from an infection. The patient was re-directed to their physician. The reporter declined contact information, thus, no follow-up could be obtained.

Manufacturer narrative:
(B) (4).